Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube, the gel barrier did not separate the sample and the gel remained at the top of the tube after centrifugation. Sample recollection occurred.

Manufacturer narrative:
H.6. Investigation summary: bd did not receive samples or photographs from the customer for investigation of poor barrier separation. Therefore, 100 retained samples were visually inspected, and no gel defects were found. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. Bd was unable to confirm indicated failure mode poor barrier separation based on the evaluation of the DHR and retained samples evaluation. Bd was not able to identify the exact root cause for the indicated failure mode. Patient conditions and sample processing conditions can result in anomalies as described in this complaint. Bd recommends sample processing settings 1300 g 10 minutes; customer is using 2000g for 10 minutes. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube, the gel barrier did not separate the sample and the gel remained at the top of the tube after centrifugation. Sample recollection occurred.